Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, calcification white, wear abrasion and opening. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify puncture opening on posterior side, consist in the use of some surgical tool and sharp opening posterior in the posterior side. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: a puncture opening on posterior due to surgical damage like.

Event description:
Healthcare professional reported a left side deflation and capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Reason for reoperation due to a deflation and capsular contracture, baker grade iii.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at tis time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation and capsular contracture baker grade iii. Device remains implanted.